Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for treatment of elevated blood glucose (bg) levels above 300 (mg/dl) and diabetic ketoacidosis. Prior to ER visit, customer attempted to address bg levels by changing supplies and delivering a manual injections. Treatment in ER included intravenous water and insulin. Customer was released approximately 4 hours later with bg levels below 250 (mg/dl). Reportedly, customer reverted to using non-tandem pump for diabetes management.